Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks due to lead fracture. The patient was stable after the even. No further information is available at this moment.

Event description:
New information received indicates that the lead was laser removed.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.